Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported via patient voicemail that patient allegedly has a defective stryker knee and patient wants to know what stryker will do to help rectify the situation for the patient.